Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that the reverse typing of three patients did not match their results from forward typing with erytype s abd+rev.a1, b on tango optimo. The customer provided tango pictures for the results of two patient samples. The pictures show that negative results of reverse typing were not completely resuspended. Due to the incomplete resuspending the results might have been interpreted as positives instead of correct negative test results. The customer did not return the supposedly defective product for investigational testing, but the two patient samples that had caused false positives results and also the affected reagent red blood cells (erytype cell a1 and b) for reverse typing. Therefore our quality control laboratory tested both patient samples and different donor samples with the reagent red blood cells returned by the customer with their retention sample of erytype s ab0+d on tango optimo. All positive and negative reactions were correct. We did not observe any incompletely resuspended negative results. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers and was confirmed to operate within specification.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that the reverse typing of three patients did not match their results from forward typing with erytype s abd+rev.a1, b on tango optimo. We are still waiting for the supposedly defective product for investigational testing and the patient samples that had caused false positive test results in reverse typing. The affected tango optimo was inspected by one of our field service engineers. Evaluation of the data is ongoing.